Manufacturer narrative:
(B)(4). As the device was not returned for analysis, no evaluation could be performed. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted.

Event description:
It was reported that a home patient (hp) reused single-use supplies during peritoneal dialysis (pd) therapy. During troubleshooting for an unrelated issue, the technical services representative (tsr) advised the patient to start over with new supplies. The patient stated that they would not start over and they were going to use the same cassette and bags. The tsr advised the patient to contact their nurse. There was no patient injury or medical intervention associated with this event. No additional information is available.